Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in a procedure performed on an unknown date. During the procedure, the manometer of the device was not working. The gauge monitor of the device did not show any pressure. The procedure was completed using an alternative method or device. There were no patient complications reported as a result of this event.